Event description:
During servicing of electrode belt sn (B)(4), which was returned for an unrelated nonconformance, the electrode belt failed the defibrillator test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. During evaluation, the electrode belt failed the defibrillator test with a monophasic pulse. The cause of the monophasic pulse was isolated to damaged microcontroller u727 on the distribution node pca board. The root cause of the damaged u727 was unable to be positively identified. No adverse event resulted from the damaged pca. The patient received a replacement electrode belt.